Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The lens was indicated to be a 32.0 diopter toric lens. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. Request for further information have gone unanswered by the reporter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there appeared to be a linear crack in the optic. There was no crack prior to implant during inspection of the lens. The loading of the lens was easy and there was no resistance during implant. Additional information was requested.